Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on may 18, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, it was reported that the patient underwent skin flap revision surgery on (B)(6) 2012. Subsequently, a longer abutment was placed on (B)(6) 2014.